Event description:
Per the clinic, the patient sustained a head trauma (date not reported) resulting in the loss of the abutment. On (B)(6) 2013, the sleeper site was accessed and an abutment was placed.

Manufacturer narrative:
(B)(4). Implanted device remains.